Event description:
Rec'd info that the patient line separated from the cartridge. Customer's blood glucose levels were in the "500's". Customer rec'd a manual injection.

Manufacturer narrative:
Cartridge was discarded; no product expected to return. Should new info become available, a f/u supplemental report will be submitted.